Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 3100a driver power module, and evaluated the device. An evaluation of the component did not duplicate the reported issue.

Manufacturer narrative:
(B)(4). A factory trained technician at the customer's site evaluated the ventilator. The technician found the settings at mean airway pressure (map) 15.5, amplitude 20, inspiratory time 35%, frequency 8.5 hz, and bias flow 15 lpm. The technician ran the ventilator at these settings for over four (4) hours and measured the driver's thermistor voltage. The voltage was stable at 7.23 volts. The technician was not able to duplicate the reported issue as he was able to get the driver started. The technician noticed that one time, the driver hesitated before starting. At this time, the suspect component has been received by carefusion. Upon completion of the device evaluation by the manufacturer, a follow-up report will be submitted.

Event description:
The customer reported that the piston on the ventilator stopped, while the device was in use on a patient. The end-user tried to restart the driver, but it would not restart. The ventilator remained pressurized and the user replaced the cap diaphragms, but the driver did not restart. The user quickly removed the ventilator from the patient and put the patient on another ventilator. There was no patient compromise.